Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Information was provided that the PICC line was in the basilic vein of the (B)(6) year old male patient when it was noted that the catheter was cracked on the second section near the turbo-jet connection. Additional information provided on the report form stated that the catheter was cracked near the connection luer of the lumen no2. The catheter was removed and replaced with a new one. Doctor reported this has occurred in the past. (1820334-2016-00505). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the specifications and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the clear extension tubing exiting the purple hub had a visible hole adjacent to the purple hub. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Information was provided that the PICC line was in the basislic vein of the (B)(6) year old male patient when it was noted that the catheter was cracked on the second section near the turbo-ject connection. (1820334-2016-00506). Additional information provided on the report form stated that the catheter was cracked near the connection luer of the lumen no.2 the catheter was removed and replaced with a new one. Doctor reported this has occurred in the past. (1820334-2016-00505). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.